Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this malfunction within the last 24 hours. Technical support provided instructions to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump and advised to call back if the issue returned.